Event description:
The user received erroneous results for 34 patient plasma samples. Of the data provided, the results for 31 samples were discrepant. The glucose, calcium and ck results are in mg/dl, the albumin results are in g/dl. Results are initial/repeat. Sample 1: calcium 6.6/ 9.3. Sample 2: glucose 401/191. Sample 3: calcium 3.2/ 9.5. Sample 4: calcium 4.8/ 9.9. Sample 5: calcium 6.8/ 9.5. Sample 6: glucose 533/ 129. Sample 7: glucose 192/102, calcium 7.1/ 10.0. Sample 8: glucose 149/ 90, calcium 8.4/ 9.3. Sample 9: glucose 142/ 101. Sample 10: glucose 176/ 95. Sample 11 glucose 205/ 101. Sample 12: 166/ 83. Sample 13: glucose 163/ 79. Sample 14: glucose 158/85. Sample 15: glucose 185/ 86. Sample 16: glucose 257/ 95. Sample 17: calcium 8.3/ 9.7. Sample 18: calcium 7.3/ 9.2. Sample 19: glucose 132/ 93. Sample 20: glucose 304/ 101. Sample 21: glucose 207/ 91. Sample 22: ck 883/ 87. Sample 23: glucose 183/ 81. Sample 24: glucose 122/ 74, albumin 2.5/ 4.3. Sample 25: glucose 142/ 83. Sample 26: glucose 125/ 63. Sample 27: glucose 65/ 99. Sample 28: glucose 295/ 89, albumin 2.0/ 4.0. On (B) (6) 2010, sample 29: calcium 5.9/9.4. Sample 30: calcium 8.4/ 9.8. Sample 31: glucose 186/ 63, calcium 8.0/9.3. The initial results were reported. The user stated it was unknown if the patients were adversely affected. The calcium reagent lot number was 61867901, the glucose reagent lot number was 61774601, the albumin reagent lot number was 61614001 and the ck reagent lot number was 61420801. The field service representative determined there was a leaky valve and replaced it. He verified the proper operation by running calibration, qc and precision testing and results were acceptable.

Manufacturer narrative:
It was unknown if the intiial reporter sent report to the FDA.